Event description:
Probe pretested, ice ball formed, did not frost the shaft. Inserted into pt, started freezing, temp not raising, checked probe, frost was all the way up the shaft. Probe was packed with warm saline to melt frost. Finished procedure with same probe, but preferred temperatures were not achieved.

Manufacturer narrative:
Pt condition reported as good. Issue was confirmed: frosting along shaft. Probe was sent out for further eval.